Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the data presented in the aged article reported, when treating patients with the imhs system for a peri trochanteric fracture, one nail broke inside of the patient at the site of insertion of the proximal lag screws. The breakage did not need further treatment. The outcome of the patient was not reported. Per the complaint, under the master (B)(4), no further information will be provided. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "comparing two intramedullary devices for treating trochanteric fractures: a prospective study", the authors of the study reported that, when treating patients with the imhs system for a peri trochanteric fracture, one nail broke inside of the patient at the site of insertion of the proximal lag screws. The breakage did not need further treatment. The outcome of the patient was not reported.